Event description:
Reportedly the device was inserted through the valve leaklets. The metal tip of the cannula came unraveled and got caught on the tissue of the valve chordae. It reportedly took 20 extra minutes to un-hook the device from the mitral chordae. However no repair was required. Note: co's instrunctions for use caution users about not inserting this device through the heart valve leaflets. The surgeon admitted that he had not read the direction for use. The pt at this time is doing fine.